Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving appropriate therapies, device interrogation found the device was in bvvi mode. The issue was resolved by installing a software download. Programming changes were made as requested by the patient. The patient will continue to be monitored.